Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: there were pump reboots observed in the black box history on (B)(6) 2014 in reference with clearing alarms. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. There was no intermittent power event duplicated during investigation. There was no evidence of moisture or loose components when the pump case was removed. The battery cap was not returned, so a test cap was used for all testing. The test cap was able to fully tighten to the pump and a power loss was not observed. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.